Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7050-90, lot# 493775, mfd. 12/08/2016, exp. 2021-12-08, (B)(4). 2nd (middle): ifuse implant, p/n 7045-90, lot# 493728, mfd. 07/14/2016, exp. 2021-07-14, (B)(4). 3rd (inferior): ifuse implant, p/n 7040-90, lot# 493928, mfd. 05/25/2017, exp. 2022-05-25, (B)(4).

Event description:
In (B)(6) 2017, the patient had a right-side si joint arthrodesis where three implants were placed. The patient later presented to the surgeon with pain complaints. The surgeon did not indicate that the implants were loose or malpositioned, but decided to remove them since he could not find any other cause for the pain. In (B)(6) 2018, the surgeon removed the si joint implants. The status of the patient following the revision procedure is not known.